Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2008 and subsequently was revised on (B)(6) 2013 due to an infection.

Manufacturer narrative:
The patient underwent a successful revision of a custom distal femur replacement. The original device was implanted 5 years prior to an initial infection in 2008. There is no indication at this time that the reported infection is attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened. This complaint is being closed, tracked and trended. Common device name/product code was corrected from "custom distal femur" to "limb salvage system/kro."

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2008 and subsequently was revised on (B)(6) 2013 due to an infection. This is a supplemental report to 3004105610-2014-00138 (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).